Event description:
Covidien rec'd info stating that during testing the silence and reset light emitting diode (led) was randomly blinking. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4). The customer reported that they replaced the membrane and the overlay to resolve this issue.